Manufacturer narrative:
Other, other text: additional information was received that there was no patient present at the time of the event.

Event description:
Information was received indicating that a smiths medical pump presented with "syringe error could not calibrate." There were no reported adverse events.